Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to wake it and charge it, with red light blinking and periodic vibration continuing. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, instructed customer to let battery fully deplete and return nonworking pump within 10 days using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.